Event description:
Sensors opened my skin. You could see the flesh. Also, the red sensor under my left breast - my left breast touched the red rubber top and I had a huge wound maybe all this is fabricated in (B)(4) - please analyze this. I went to (B)(6), dr (B)(6) gave me a box with a monitor machine with sensor on. I called the company to register immediately. After 2 days, I had red spot on each sensor on my skin (3x). I washed and change with lukewarm water - 1x time a day when it cause worst, I changed 2x day. It began to bleed under my left breast. The skin touched the red sensor and made a hole in my breast and under the sensor; you could see the flesh. I called the company to talk to (B)(4). She wanted me to inform my doctor. I did but I told her, it is not only all allergic. She should report the problem to the manufacturer. She did not look like she took me seriously. I send pictures to dr (B)(6), he said he is going to stop to give to his pts - that the pictures look horrible. He gave me another machine this time with a belt, I am waiting for this. I want to be informed of the action FDA is going to take. If not I will send to the media. I had to remove completely. My spots were bleeding from wearing the sensors on my skin. Dates of use: (B)(6) 2013 until (B)(6) 2013. Reason for use: watch my heart.